Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified a hypotube kink at 49cm from the catheter strain relief. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. Blood was present throughout the balloon and inflation lumen which indicates a device leak during use. A 0.015 inch product mandrel was inserted through the guidewire lumen with no resistance encountered. The returned device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic analysis confirmed a pinhole in the distal balloon body. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter got stuck with unspecified guide wire. A 10/3.00 flextome¿ cutting balloon¿was selected to treat the target lesion. The device got stuck with unspecified guide wire. Procedure was completed with a different device. No patient complications were reported and the patients' condition is good.

Event description:
It was reported that the catheter got stuck with unspecified guide wire. A 10/3.00 flextome cutting balloon was selected to treat the target lesion. The device got stuck with unspecified guide wire. Procedure was completed with a different device. No patient complications were reported and the patients' condition is good.